Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient presented to the emergency room (ER) with hyperglycemia on (B)(6) 2026, after their blood glucose levels rose above 250 mg/dl while wearing the pod between 36 to 48 hours. The patient reported receiving high blood glucose alerts on the omnipod 5 app. Symptoms reported include high blood glucose levels, redness and burning sensation at the pod site. The patient was treated in the emergency room with fluids and insulin. The patient reported being in the ER for approximately two hours before leaving the same day.